Manufacturer narrative:
Patient identifier, ethnicity, race: information was not provided. A photo of the reported injury was provided which appeared to reflect skin redness in the area under the patient plate border adhesive. A device history review of product lot # showed no quality issues. Without a sample provided for evaluation root cause of the reported injury could not be established.

Event description:
A hospital in (B)(6) reported a (B)(6)-year-old male patient, weighing (B)(6)kg, was hospitalized for ventricular tachycardia ablation on (B)(6) 2019. The surgery was 230 minutes in length. The patient was placed in a supine position during the procedure. A 9130 3m¿ universal electrosurgical plate was placed on the patient's back. No skin preparation was conducted at the plate site. The patient reportedly showered and applied betadine the day and evening prior to surgery. A medium level of body hair was reportedly present at the plate site. An ep shuttle storage generator was used. The plate was reportedly lightly adhered when removed at the end of the procedure. Upon removal, the patient allegedly had redness and a 1st degree burn on the middle of his back. No patient skin sensitives/allergies were specified. The wound was reportedly located under the plate and equal to the size of the plate. The wound was treated with lamiderm° and large compresses. The patient was reportedly in good health at the end of hospitalization.